Event description:
Home patient (hp) reported feeling overfilled while using the homechoice cycler for apd therapy. On the night of 5/19/99, the home patient drained 1500ml in the initial drain when the cycler advanced from initial drain into the first fill. Home patient states she started to feel full once the cycler began to deliver the programmed fill volume of 2500ml and placed the cycler into a manual drain as a result. Home patient states she removed approx 1000ml during the manual drain, after which she continued therapy onto completion with no further difficulty. Home patient further relates the cycler is programmed for a "wet day", delivering a last fill volume of 2500ml. In addition, she performs a manual exchange during the day of 2500ml and typically removes approx 2500ml during the initial drain using the homechoice cycler. According to the home patient, the homechoice was programmed for an initial drain alarm setpoint of 1400ml. Home patient states there was no pt injury or med intervention as a result of this incident.